Event description:
It was reported that the screw penetrated the hole in the cup when the surgeon inserted the screw. The screw was left in place without removal at the surgeon's discretion. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00625006520 item name bone scr 6.5x20 selftap lot # j7576016. G2: foreign: japan. Multiple MDR reports were filed for this event as it is unknown which screw was involved in the failure, please see associated report 0001822565 - 2024 - 00903. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.